Event description:
Caller alleged discrepant results compared with the lab for 2 out of 3 patients. Results as follows: patient 1; date: (B)(6) 2012, inratio(2): 1.4, lab: 3.5; patient 3. (B)(6) 2012, 1.9, 4.4. Time between testing for both patients: immediate. Pt's therapeutic range: not provided. Customer had correction issues on 4 out of 6 inratio(2) meters over multiple lots and pt's (see MFR report #2027969-2012-01229, #2027969-2012-01231 and #2027969-2012-01232 for other meters.)

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio(2) test with lab results provided by end-user at time complaint was filed: patient 1: inratio(2): 1.4, reference: 3.5, mean: 2.45, confidence limits: 1.6-3.4; patient 3: 1.9, 4.4, 3.15, 1.9-4.6. Analysis of the customer's data revealed that patient 1's inratio(2) and reference test result comparison did not meet accuracy criteria. Patient 1's results are considered discrepant beyond the context of the documented variability for inr testing. Analysis of customer's data revealed that patient 3's inratio(2) and reference test result comparison did not meet accuracy criteria. Patient 2's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation could be performed since no strip log info was provided. Per complaint issue, customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." "Squeezing the fingerstick site excessively (milking) releases interstitial fluid and may cause inaccurate results." Per complaint issue, one pt was on amiodarone and another was on morphine. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics) can affect the action of anticoagulants. Starting, stopping, or changing the dose of such medicines can affect the inr value". Root cause of complaint could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.